Event description:
Health professional reported right side device removed due to a seroma that suddenly appeared with swelling of mammary for several weeks. During removal of right side implant, a double capsule was found. Pathological testing of the seroma and capsule revealed pathological markers cd30+ and alk- and focal inflammatory chronic rearrangements. This confirms diagnosis of right side anaplastic large cell lymphoma (alcl).

Manufacturer narrative:
.